Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead fracture was confirmed, and the pacemaker was operating in safety mode. Subsequently, this pacemaker was explanted, the rv lead was surgically abandoned, and a leadless pacemaker was implanted. No additional adverse patient effects were reported. Additional information received reported that rv lead fracture was confirmed via x-ray, and located beneath the clavicle. Clavicular crush was suspected. No additional adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead fracture was confirmed, and the pacemaker was operating in safety mode. Subsequently, this pacemaker was explanted, the rv lead was surgically abandoned, and a leadless pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on x-ray imaging reviewed in the field, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that right ventricular (rv) lead fracture was confirmed, and the pacemaker was operating in safety mode. Subsequently, this pacemaker was explanted, the rv lead was surgically abandoned, and a leadless pacemaker was implanted. No additional adverse patient effects were reported. Additional information received reported that rv lead fracture was confirmed via x-ray, and located beneath the clavicle. Clavicular crush was suspected. No additional adverse patient effects were reported.